Event description:
It was reported that at an rv lead implant, the physician used a chronic biotronik lead for sense/pace function. Two weeks later, the patient received an inappropriate shock due to oversensing of noise. The physician disconnected the chronic lead and used the sense/pace function of the rv lead. At post-op, noise was again observed. Lead replacement is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.